Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. Furthermore, impedance fluctuations were seen over time, which could be related to a damage of the active electrode, however to determine an exact root cause a device investigation would be necessary. Re-implantation had been planned but the recipient decided not to undergo the re-implantation surgery the day before it was due to take place. No new date has been scheduled yet.

Event description:
The recipient reported fluctuations in hearing performance with the device during a routine fitting appointment. Re-fitting was attempted, but the fluctuations in hearing still occurred. As per new information the recipient decided not to undergo the re-implantation a day prior to the surgery. There is no plan for a re-implantation at the moment.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported fluctuations in hearing performance with the device at a routine fitting appointment. Re-implantation may be considered.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. Furthermore, impedance fluctuations were seen over time, which could be related to a damage of the active electrode, however to determine an exact root cause a device investigation would be necessary. Re-implantation is considered but a date has not yet been made available.

Event description:
The recipient reported fluctuations in hearing performance with the device at a routine fitting appointment. Re-fitting has been attempted, but the fluctuations in hearing still occur. Re-implantation is considered though no date has been scheduled.

Manufacturer narrative:
Conclusion: the device investigation found that the device was not working according to specification due to a malfunction of the electronic circuitry. It appears that the device is in an early stage of failure. Additionally, damage to the active electrode, likely caused by minute device mobility, was found. Other observed damages are most likely attributable to the explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported fluctuations in hearing performance with the device during a routine fitting appointment. Re-fitting was attempted, but the fluctuations in hearing still occurred. The recipient has been re-implanted.